Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose was 530 mg/dl at the time of incident. The customer reported that insulin pump was not pumping the right insulin into him. The customer experienced different blood glucose level 248 mg/dl and 500 mg/dl. The customer treated with intravenous fluids and insulin drip for high blood glucose. Customer reports the symptoms related to their high blood glucose throwing up. Troubleshooting was not done for high blood glucose. The insulin pump and other device will not be returned for analysis.